Event description:
It was reported the customer feel off the horse and noticed she had high blood glucose and took her to the hospital. Customer's blood glucose was 434 mg/dl. The device was exposed to insulin in the reservoir compartment. Customer's parents reported she fell of the horse and then was having issues with insulin delivery. Fluids were noticed in the reservoir compartment when she was hospitalized. Customer was advised to discontinue use of the device and revert to back up plan. Parents did not know where leaked occur from the reservoir. No cracks noted on the device. Device passed self test. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.